Event description:
The patient was enrolled in the investigator initiated study, immuwhy. It was reported that the patient had esophageal varices hemorrhage after selective internal radiation therapy (sirt). Immuwhy is a phase ii study of immunotherapy with durvalumab and tremelimumab combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient underwent sirt with 5gbq therasphere administration on (B)(6) 2023. On (B)(6) 2023, 1500 mg of durvalumab and 3000 mg of tremelimumab were given. On (B)(6) 2023, the patient had esophageal varices hemorrhage and was hospitalized. A blood transfusion was performed.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3; manufacturer state: on. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site state: on. G1: MFR site zip/post code: gu9 8ql.

Event description:
The patient was enrolled in the investigator initiated study, immuwhy. It was reported that the patient had esophageal varices hemorrhage after selective internal radiation therapy (sirt). Immuwhy is a phase ii study of immunotherapy with durvalumab and tremelimumab combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient underwent sirt with 5gbq therasphere administration on (B)(6) 2023. On(B)(6) 2023, 1500 mg of durvalumab and 3000 mg of tremelimumab were given. On (B)(6) 2023, the patient had esophageal varices hemorrhage and was hospitalized. A blood transfusion was performed. It was further reported that the patient was discharged on (B)(6) 2023, and the event was considered resolved.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip/postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip/post code: gu9 8ql

Event description:
The patient was enrolled in the investigator initiated study, (B)(6). It was reported that the patient had esophageal varices hemorrhage after selective internal radiation therapy (sirt). Immuwhy is a phase ii study of immunotherapy with durvalumab and tremelimumab combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient underwent sirt with 5gbq therasphere administration on 02 august 2023. On (B)(6) 2023, 1500 mg of durvalumab and 3000 mg of tremelimumab were given. On (B)(6) 2023, the patient had esophageal varices hemorrhage and was hospitalized. A blood transfusion was performed.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
The patient was enrolled in the investigator initiated study, immuwhy. It was reported that the patient had esophageal varices hemorrhage after selective internal radiation therapy (sirt). Immuwhy is a phase ii study of immunotherapy with durvalumab and tremelimumab combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient underwent sirt with 5gbq therasphere administration on (B)(6) 2023. On (B)(6) 2023, 1500 mg of durvalumab and 3000 mg of tremelimumab were given. On (B)(6) 2023, the patient had esophageal varices hemorrhage and was hospitalized. A blood transfusion was performed.

Manufacturer narrative:
D4: lot number: based on the facility and the procedure date, the most likely batch numbers are either 2399349 or 2399355. D3: manufacturer address 1: chapman house, farnham bus park. D3; manufacturer state: on. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site state: on. G1: MFR site zip/post code: gu9 8ql.